Event description:
It was reported that the following high impedances occurred when checking the left ventral intermediate nucleus (vim) lead: c <(>&<)> 0 18,092 ohms c <(>&<)> 3; 5,423 ohms 0 <(>&<)> 1 18,610 ohms 0 <(>&<)> 2; 19,296 ohms 0 <(>&<)> 3 26,538 ohms 1; <(>&<)> 3 6,228 ohms 2 <(>&<)> 3 5,776 ohms additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted. Information on the right side implant was reported in manufacturer's report # 3004209178-2013-04489.

Manufacturer narrative:
Product ID 7428, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID 3387-40, lot# j0451702v, product type: lead. Product ID 3387-40, lot# j0451702v, product type: lead. Product ID 748240, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2013, product type: extension. Product ID 748240, serial# (B)(4), product type; extension. Product ID 7436, serial# (B)(4), implanted: (B)(6) 2006, product type; programmer, patient. Product ID 7428, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID 3387-40, lot# j0451702v, product type; lead. Product ID 3387-40, lot# j0451702v, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (stimulator 7428 ins, serial # (B)(4)) found it to have reached a normal end of life with no telemetry and no output. All electrode pairs were used for the output test. Connector module was scratched. Access hole adhesive had a cosmetic cut. The setscrew was backed out too far. Shield/can was scratched, had burn marks (suspected cautery), and the battery was expanded. Insulation coating was scratched.